Event description:
A critical alarm sounded on the pump on (B) (6) 2010. The pt went into his clinic and a motor stall was discovered with no recovery. The pt had not had an MRI or been close to a magnet. The pump was replaced. The pt was reported to be "doing great". The device system was used to deliver morphine 5.5 mg/day at 25 mg/ml concentration. The new pump was titrated up to the dose he was on previously.

Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.